Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator in which the configuration for the screen size would drop. There was no patient involvement or harm.

Manufacturer narrative:
G4: 22may2020. B4: (B)(6) 2020 h11: device code updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22may2020. B4: 03aug2020. This event was resolved in-house by the customer. The customer reported that the installation of software and rewriting of the serial number on this device was performed successfully. The customer further reported that this action resolved all issues, and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.